Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and during svc the device failed the cutter insertion test. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that svc was required for the device. During svc, it was noted that the cutter could not be inserted. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.